Event description:
Patient states that she has had a "horrific experience" with the precision spectra implantable neurostimulator. She was told that the stimulator would provide mild stimulation to help block pain in her back and legs. Instead she said she receives "clear communication all day in both my ear canals". She states "I thought it was a prank, I have good mental health". Patient states she started experiencing strong feelings in her body, people saying things and sometimes while laying in bed "they manipulate it, numbing out feeling like I am being raped". She states that she has "some type of receiver, even if you turn it off they can still manipulate it. "They hurt/beat me up with the stimulator if I talk to anyone about the device. "They tell me I have a bad attitude or because I smoke , this is why they are doing this to me". Patient states she has "red marks on my chest and burning sensation" from the stimulator being manipulated. "Someone found a way to start communicating 24 hours a day. Wake you up, deprive you of sleep, tell you how to clean yourself".'when it first started 3 years ago they said, they were the medical people trying to help me get use to the stimulator". Doctors told her to see a psychiatrist. Patient had the first device explant in 2013 and this device implanted in (B)(6) 2014 by a neurosurgeon. She wants to warn people about this device. She also has reported this information to boston scientific and the (B)(4).

Event description:
Additional information received from reporter on 8/23/2017 for report # mw5055731. Patient stated that she had her neurostimulator device explanted in 2013. Patient stated she is still experiencing the same sensations, issues and problems as before she had the device removed. Patient said she was told that after removal of the device, she could experience residual effects for 2-4 weeks. However, four years later, the patient said the effects and sensations are just as severe, painful and uncomfortable as when the device was still implanted. Patient stated she had MRI and x-ray done to check if pieces of the stimulator device were still implanted, but all tests came back clear. Patient told she is feeling phantom stimulator sensations. She said she's tried reaching out for help and was told to see a psychiatrist. Patient says she does not believe she ever had the control of her stimulator device. Patient said she has tried reaching out to lawyers, but is having a difficult time proving her situation. Patient stated she has been, and still is, experiencing horrific trauma from this device.